Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6)2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer states that she doen't feel well and she will go to the ER. Another call back was made on (B)(6)2017 ; customer condition improved. No symptoms at the time of the call. Customer went to the ER on (B)(6)2017 because her blood sugar went up (400mg/dl). She was on her dr. Office at the time of the call. At the dr's office her blood glucose was 265mg/dl. She was indicated to take her medication. No changes reported on her treatment regimen.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from meter to meter comparison of test resulted reported of 89 mg/dl using truemetrix air meter and test result reported of 258 mg/dl using another device. Customer had also stated she believed that the meter was reading sometimes high. The customer's expected fasting blood glucose test result range is 120 - 140 mg/dl. Customer stated that on (B)(6)2017 she had obtained a fasting result of 89 mg/dl. Customer stated that at that time she was feeling paranoid and she had called 911. Customer stated the paramedics arrived five minutes later and they checked her blood sugar with their meter; the result was 258 mg/dl fasting. Customer stated the paramedics advised her to take her metformin and advised her to call the manufacturer because the meter may be inaccurate. During the call on (B)(6)2017 the customer felt well and did not report any symptoms. During the call on (B)(6)2017, a back to back blood test was performed by the customer fasting and produced test results of 133 mg/dl and 114 mg/dl using truemetrix air meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date at the time of the call is one month. The meter memory was reviewed for previous test result history: a 135mg/dl, (B)(6)2017 04:02 am, fasting:yes. A 159mg/dl, (B)(6)2017 03:31 am, fasting:yes. A 137mg/dl, (B)(6)2017 03:29 am, fasting:yes. A 167mg/dl, (B)(6)2017 03:06 am, fasting:yes. A 174mg/dl, (B)(6)2017 03:04 am, fasting:yes. Memory concerns:customer question all results from the meter.